Manufacturer narrative:
Block e1: initial reporter facility address:(B)(6). Block h6: imdrf device code a0406 captures the reportable event of stent material deformation. Block h11: a wallflex colonic stent was received for analysis. Visual examination of the returned device found the stent fully deployed and deformed. No other damages were noted to the stent and delivery system. The reported event of stent material deformation was confirmed as the stent was returned deformed. However, the reported event of stent partially deployed was not confirmed as the stent was returned fully deployed. The investigation concluded that the reported events and observed damages were likely due to factors encountered during the procedure. It is possible that the lesion characteristics, handling of the device, the technique used by the physician (force applied), limited the performance of the device and contributed to the stent deformity. Therefore, taking all available information into consideration, the most probable cause of the reported event is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a wallflex colonic stent was to be implanted in the duodenum to treat a duodenal bulb stenosis during an intestinal stent retention procedure performed on (B)(6) 2024. The patient's anatomy was not dilated prior to stent placement. During the procedure, the stent was partially deployed, and it was observed that the mouth of the stent was in a shape of an irregular ring. The stent was removed from the patient partially deployed on the delivery system, and the procedure was completed using another wallflex colonic stent. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex colonic stent was to be implanted in the duodenum to treat a duodenal bulb stenosis during an intestinal stent retention procedure performed on (B)(6) 2024. The patient's anatomy was not dilated prior to stent placement. During the procedure, the stent was partially deployed, and it was observed that the mouth of the stent was in a shape of an irregular ring. The stent was removed from the patient partially deployed on the delivery system, and the procedure was completed using another wallflex colonic stent. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility address: (B)(6). Block h6: imdrf device code a0406 captures the reportable event of stent material deformation.